Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump screen was cracked, rendering the display damaged and the device unreliable for insulin delivery and meal announcements; a replacement device and protective case were arranged, and the user was advised to consider a third-party screen protector and to use backup therapy. Symptoms included no reported adverse clinical effects. Outcomes included temporary reliance on backup therapy while insulin delivery reliability was compromised. Investigation included collection of event details, verification of return logistics, and standard complaint handling for physical damage to the user interface component. Investigation of this case revealed external physical damage to the pump screen consistent with user-handling damage, with no indication of an internal malfunction of the insulin delivery system. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device design or manufacturing.